Event description:
It was reported that channel two was involved in an over infusion of cardiazem during coronary artery bypass graft surgery. The pump was initially programmed at 10 ml/hr with a volume to be infused of 100 ml. The solution container was 125 mg/100ml. The pt initially had a heart rate of 60 to 65 beats per min. A little while into the infusion the pt's heart rate decreased to the low 40's so the rate was decreased to 5 ml/hr and a volume to be infused 84 ml. Source stated that the pt had been placed on bypass and was "fine", requiring no intervention regarding the occurrence. The infusion pump was removed from pt use.